Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap nissen (toupet)- "in the beginning of procedure some sealing errors as tissue was between jaws. Further in the procedures some small bleedings after sealing. For this procedure surgeon is not satisfied with hemostasis." Patient status- "no complications"

Manufacturer narrative:
Investigation summary: the device key of the event unit was returned for evaluation. Engineering reviewed the device activation logs and noted that four (4) "check device" and three (3) "reactivate" alarms occurred out of a total of eighty-eight (88) activations. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. In the absence of the complete device, it is difficult to determine the root cause of the incident. This document represents our final report.